Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit was monitored and functioning properly. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 100 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Pillowing keypad overlay and cracked keypad overlay. Unit passed required testing. Not confirmed sensor issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, harm reported, with no allegation of device deficiency. The blood glucose value at the time of the reported event was 400 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7020a, mmt-1780kl, mmt-332a, mmt-378a. Customer reported high bgs. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Product return requested for mmt-7020a. Customer declined to return, or is unable to return. Mmt-1780kl was returned for analysis. No product return is required for mmt-332a. No product return is required for mmt-378a.